Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02347. It was reported, the patient was not receiving effective stimulation from his scs system. The patient underwent surgical intervention. During the procedure, intra-op testing revealed invalid impedances when the extension was tested. The physician explanted and replaced the extension with a new extension. Follow-up on (B)(6) 2013 identified the patient is reportedly receiving effective simulation. Note the physician electively replaced the patient's ipg. There was no known malfunction or deficiency of the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.